Event description:
It was reported that the jaws of the device would not open during a lap. Roux-en-y procedure with the final transaction for the pouch creation. The surgeon pressed the release button and manually opened the firing and closing lever, but neither action opened the jaws of the device. The surgeon used a second device and transected both the medical and lateral sides of the initial device in order to remove it. Another device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.